Manufacturer narrative:
Product testing on returned strip lot 0703118 and meter did not confirm an error 3 message during control solution testing. The results are consistent with the retain testing conducted, which found that not all strips in affected vials are impacted. This issue is associated with field correction 2954323-04/28/08-001-c reported in 2008.

Event description:
Customer reported receiving an error 3 message when a test strip was inserted in their freestyle freedom meter. There was no report of death, serious injury or mistreatment associated with this event.